Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations or non-conformances were recorded relating to this issue. One opened sample was returned for review. Visual inspection found signs of use by the presence of dried bodily fluids along the catheter tubing and on the silicone hub extension. The catheter tubing was detached approximately 1.5 cm from the inverted triangle of the silicone extension. The breakage site was examined under magnification and jagged edges were visible which is indicative of a tensile force being applied to the catheter. The customer mentioned resistance, cracking, and leakage. The device was functionally tested by using a colored water filled syringe and a hemostat to check for leakage and leakage was observed just below the inverted triangle beneath the oval disc of the hub. Therefore, this complaint will be confirmed for leakage. Due to the condition of the returned sample, a definite root cause for the damage to the catheter that resulted in the reported issue could not be determined. Possibly, the damage was the result of an event within the user environment. Since the reported issue was most likely related to an event within the user environment and not a manufacturing error, no corrective action will be taken at this time. Argon will continue to monitor for issues of this nature in the future.

Manufacturer narrative:
The sample was returned to argon for investigation. The investigation is currently in progress. A follow-up report will be submitted upon investigation completion.

Event description:
The reporter indicated "unfortunately, today we had a nurse changing a PICC dressing and noticed the line was cracked and leaking fluids. She was able to exchange the line and saved it. After the line was taken out it immediately broke into two pieces. We have saved the product. Asked if glue was used: ¿yes, it did have the glue on it. When I asked for more details, the nurse said the glue was on very lightly (not in a hard ball) and she did not feel like it contributed to the cracking- she was able to get the dressing off very easily, was cleaning the site and then when she let it dry and was about to put another tegaderm on, she noticed leakage.¿